Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that plunger was difficult to push and it was difficult to prime during use with 2 bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that the consumer has issues with two needles which prevented him from priming. Also, the plunger could not be depressed with the same needle.

Event description:
It was reported that plunger was difficult to push and it was difficult to prime during use with 2 bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported that the consumer has issues with two needles which prevented him from priming. Also, the plunger could not be depressed with the same needle.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 9 october 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.